Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station kept rebooting. No injury was reported as a result of this event.

Manufacturer narrative:
The user moved monitored patients to other centrals to resume monitoring. A spacelabs field service engineer was dispatched for further investigation and the central monitor in question was returned to spacelabs for further testing and no issues were found, however further analysis by spacelabs product engineers identified the cause to involve a software issue. This investigation is considered complete and this particular matter closed.